Manufacturer narrative:
Event date: exact date unknown, event occurred in late (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5108523.

Event description:
It was reported that the patient was experiencing stimulation on non targeted areas due to lead migration. No device malfunction was suspected. The patient underwent a revision procedure wherein the percutaneous leads were replaced with a paddle lead. The patient was doing well postoperatively and the explanted leads will not be returned.